Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was turned off. Subsequently, the lead demonstrated unstable impedance spikes. The lead was suspected to have fractured and was capped and replaced.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) due to counts to the sensing integrity counter (sic), oversensing and non-sustained ventricular tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.